Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, 80% stenosed lesion in the mid left anterior descending artery. Pre-dilatation was performed with an unknown 3.0 x 15 mm balloon catheter. After pre-dilatation a vessel dissection was observed. The balloon catheter was removed in order to use the graftmaster 3.5 x 19 mm for the vessel dissection; however, the graftmaster would not cross. Vascular occlusion coils were used to treat the dissection and the procedure was completed. The failure to cross the lesion was due to the patient's anatomy. There was no clinically significant delay in the procedure and no adverse patient sequela due to the failure to cross. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use states: the graftmaster rx is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of coronary artery aneurysm, coronary bypass-vein graft aneurysm, acute coronary artery perforation and acute coronary artery rupture. Patients being considered for stent graft implantation should be acceptable for coronary artery bypass graft surgery, and/or for coronary balloon angioplasty with ischemic heart disease due to discrete de novo or restenotic native coronary lesions.